Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had micro-dislodged. An invasive procedure was performed. The lead was unable to be repositioned due to difficulties experienced with the helix mechanism. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.